Manufacturer narrative:
Preliminary analysis of the returned device did not show overconsumption of the electronic module.

Event description:
Reportedly, the magnet was placed over the patient's pacemaker during a routine ttm (trans telephonic monitoring) and the device went from ap-vp with capture at the basic rate of 60 ppm to the patient's idioventricular rate of 22bpm. The patient lost consciousness as a result and the patient was seen by ems. The patient had been followed with ttm since the local representative no longer worked for sorin. No programmer files are available for this case however the caller will fax in the strips show the ECG before, during and after magnet application. The prior ttm was performed on (B)(6) 2016. The results showed the presenting operation of ap-vp with capture @ 60 ppm. The magnet rate was 96 ppm. This device has not been interrogated with a programmer recently and is followed via ttm. The subject device was explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the magnet was placed over the patient's pacemaker during a routine ttm (trans telephonic monitoring) and the device went from ap-vp with capture at the basic rate of 60 ppm to the patient's idioventricular rate of 22bpm. The patient lost consciousness as a result and the patient was seen by ems. The patient had been followed with ttm since the local representative no longer worked for sorin. No programmer files are available for this case however the caller will fax in the strips show the ECG before, during and after magnet application. The prior ttm was performed on (B)(6), 2016. The results showed the presenting operation of ap-vp with capture at 60 ppm. The magnet rate was 96 ppm. This device has not been interrogated with a programmer recently and is followed via ttm. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, the magnet was placed over the patient's pacemaker during a routine ttm (trans telephonic monitoring) and the device went from ap-vp with capture at the basic rate of 60 ppm to the patient's idioventricular rate of 22 bpm. The patient lost consciousness as a result and the patient was seen by ems. The patient had been followed with ttm since the local representative no longer worked for sorin. No programmer files are available for this case, however the caller will fax in the strips show the ECG before, during and after magnet application. The prior ttm was performed on (B)(6) 2016. The results showed the presenting operation of ap-vp with capture @ 60 ppm. The magnet rate was 96 ppm. This device has not been interrogated with a programmer recently and is followed via ttm. The subject device was explanted and will be returned for analysis.